Event description:
Veteran reporting the pen needle that goes on the insulin pens will sometimes not allow him to inject insulin. Veteran tries to waste 2 units in the air and nothing comes out. Veteran also reports needle bends very easily. Veteran reports about every other needle will not allow insulin injection. Needle, pen 31g, 8mm is the supply item of interest that veteran is using. Can't get insulin out of pen needle.